Manufacturer narrative:
The insulin pump had no button error alarm noted. However, act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.